Event description:
The pt is reportedly experiencing poor performance with his internal device. Testing of the device showed abnormal results. Advanced bionics is in the process of gathering more info.